Manufacturer narrative:
The field service representative (fsr) inspected and cleaned the pre-trigger pump which resolved the issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the pre-trigger pump was cleaned. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that repeat reactive architect (B)(6) ag/ab combo results of 1.332, 1.214 and 1.283 s/co were generated for a patient sample. The same sample tested nonreactive at 0.664 and 0.702 s/co on a different architect module. The reactive results are suspected to be falsely reactive. No adverse impact to patient management was reported.